Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. In addition, it was reported that the pump history was missing for the past 24 hours despite pump being in use. There was no adverse impact to the customer¿s blood glucose level.